Event description:
The customer reported an issue with the time setting on their device, which was incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation, recommending follow-up if the discrepancy recurred. The customer understood and acknowledged the guidance given.